Event description:
The manufacturer received information that a trilogy 202 was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. It was reported the ventilator failed functional testing. Due to error codes that indicate an oxygen blending module (obm) accuracy urgent service for an obm oxygen flow sensor failure and communication to the obm failed. The trilogy 202 printed circuit board assembly was replaced to address these issues. This device passed final testing. Additional findings not related to the customer's complaint: the device handle, enclosure seal and front enclosure were replaced due to damage. Missing rubber feet were replaced, the missing plastic threaded cap was replaced and the missing sd card and case were replaced.